Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive unless the pump was connected to a charger, and the condition began shortly before the call; after the patient was instructed to restart the device, normal button function was restored, and the patient was advised to capture a video and call back if the issue recurs. Symptoms included no reported clinical effects. Outcomes included no functional impact beyond transient device operability and no need for medical care. Investigation included customer interview and guided troubleshooting with a device restart. Investigation of this case revealed a transient user interface responsiveness issue associated with the sleep/wake control that resolved with a reboot, consistent with a recoverable software or control-state anomaly without evidence of alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent, non-reproducible device behavior resolved through standard reboot procedure.